Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-00675 with incorrect sections b1, b2, b5 h1, h6. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have layer of crust on her face,lips, vomiting, asthma,nasal/throat irritation or soreness, covid getting extremely sicker and having other pains. Also waking up choking on black particles and can't do anything without getting winded. The device is giving off odor and sores in mouth. The device was returned to the manufacturer's product investigation laboratory for investigation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and fthat there were signs of water spots in the blower box and on the blower fan. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.